Event description:
It was reported that the ilet user inadvertently initiated the fill tubing function while still connected to the infusion set instead of proceeding to the meal announcement, resulting in an unintended insulin delivery of 0.7 units. The user then disconnected under guidance and navigated to the meal announcement screen, with a reported blood glucose of 88 mg/dl and intention to eat. No reported symptoms or adverse clinical effects. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education on correct navigation to the meal announcement function. Investigation of this case revealed user operation error leading to unintended insulin delivery through the infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error with adequate mitigation through education.

Manufacturer narrative:
Initial.